Event description:
It was reported that during the procedure three microcatheters were used with a sofia select catheter and all three encountered difficulties during advancement. After the sofia select catheter was delivered to the c1 - c2, a head way duo microcatheter was inserted into the sofia and was advanced out of the catheter with difficulty. However, the microcatheter was delivered to the aneurysm target site in a2 and embolization was performed. The microcatheter was then removed from the patient successfully and was replaced with two via microcatheters. Both microcatheters were used and both encountered so much resistance that the microcatheters could not reach the tip of the sofia select. The via microcatheters were removed from the patient successfully. The headwayduo microcatheter was reinserted into the sofiaselect and became stuck in the same location. The microcatheter was therefore withdrawn along with the sofiaselect and successfully removed from the patient. It was found that a metal wire was exposed from the tip of the sofiaselect with a thrombus attached to it. The sofia was not used and was replaced with another distal access catheter to continue the procedure. The procedure was successfully completed, and a postoperative image showed that there was no occluded vessel. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
Additional clarifying information received indicated, the heat gun is not a steam-based heat gun and (120 degrees) refers to the temperature (120 degrees celsius).

Manufacturer narrative:
Investigation conclusion: the investigation of the returned sofia catheter found the lumen coil dislodged/delaminated from a section of the catheter at 10-13cm from the distal tip. The lumen coil was found to be emerging from the distal tip as described in the reported event. An in-house microcatheter experienced resistance and got stuck at the section of the sofia catheter where the coil was dislodged when attempting to advance during the investigation. The investigation of the returned device did not find any other damage or anomaly that would have caused or contributed to the reported complaint. The microcatheters used in the procedure were not returned for evaluation, so the investigation could not determine if they had caused or contributed to the dislodged coil.